Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, a dissection of the coronary sinus occurred. Pericardiocentesis was performed and the patient was stable following the procedure.